Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a company representative indicated it was a post-procedure infection.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017 it was report that the device system was explanted on (B)(6) 2017 due to infection. The specific symptoms were unknown. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were done. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The patient would be re-implanted at a future date. No further complications were reported/anticipated.